Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Displacement test was performed and passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).retainer = black, on (B)(6) 2021 the customer alleges the pump alarmed pump error. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and case cracked at the battery compartment. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded the trace and history files using thump. No unexpected pump error alarms noted during testing however, there is one (1) unexpected pump error alarm on 07/21/2021 at 18:02 found in the downloaded history files. Intermittent pump error alarm is due to the pump being close to a strong magnetic field. The pump was cut open for visual inspection. No damage or moisture damage on pcba 1, pcba 2, the motor, or the force sensor noted during visual inspection and the motor flex cable on j5/pcb 1 was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. The force sensor zero offset is within specification (23.4 mv). A test p-cap does lock into place inside the reservoir compartment properly. Pump error alarm is confirmed. The unexpected pump error alarm found in the history file may have been intermittent due to the pump being closed to a strong magnetic field.